Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins). Rep reported patient has been having trouble recharging ins and has been having pain. They report when patient moves slightly or leans back they lose connection with the controller. Patient has been unable to charge their battery for the past 6 weeks. Rep reports the cause of this is due to ins moving/tilting when patient leans back which causing the recharger to go from "excellent" to "unable to find device." Troubleshooting was performed with rep in clinic but it is unknown if issue was resolved. The rep indicated they would send any further information as they become aware.